Event description:
It was reported that the subject is enrolled in the triathlon ts study and received their study surgery on (B)(6) 2013. The subject was revised due to failed tibial component and tibial bone lysis. The op notes and x-ray will be forwarded upon receipt.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown tibial baseplate. Additional information has been requested and if received will be provided in a supplemental report. Device was not retained after surgery.

Manufacturer narrative:
The patient is 68 inches in height. An event regarding loosening of the tibial component was reported. The event was confirmed. The exact root cause of the event could not be determined because insufficient medical history was received. A review of the provided medical records and x-rays by a clinical consultant indicated: "in this large male patient, thirty-three years status-post primary total knee arthroplasty with three subsequent revisions, subsidence of an uncemented tibial component was not surprising. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation."

Event description:
It was reported that the subject is enrolled in the triathalon ts study and received their study surgery on (B)(6) 2013. The subject was revised due to failed tibial component and tibial bone lysis. The op notes and x-ray will be forwarded upon receipt.